Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment as the programmer was unable to print. The printer and tray were broken. The screen did not respond after the program-controlled pen touched it. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during set up that the programmer's printer did not work. The product has been returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.